Event description:
Consumer reported complaint for the trueplus 33g lancets. Customer stated that he had just purchased a box of 100 lancets and that some are broken and others are missing the needle. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 18-may-2022. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: complaint was forwarded to supplier quality based on complaint's description for investigations. No product was returned to thi. Manufacturer's investigation has been completed. No abnormalities found in the device history record. However, the manufacturer issued a CAPA and scar 22-006 has been assigned, per thi supplier qa root cause: rc-075: supplier manufacturing defect.